Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01400.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). It was reported that the patient¿s vessels were diseased and had a stent in place. During the procedure, the tip of the sep8 distal of the bulb broke off inside of the patient. The physician believed that the tip of the sep8 was sheared off by the stent and, therefore, the physician used a snare device to remove the tip of the sep8. It was reported that the tip of the cat8 was damaged and appeared to be banged up as well. The procedure was completed using a new sep8 and a new cat8. There was no report of an adverse effect to the patient.